Manufacturer narrative:
An event of an unstable deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24 mm amplatzer septal occluder(aso) was deployed for closure of an atrial septal defect (asd). On (B)(6) 2019, it was confirmed by echocardiogram that the aso deployment was unstable, and an emergency catheter procedure was performed. Transesophageal echocardiography (tee) revealed dislodgement of the disk of the aso anterior side. The physician attempted to remove the aso percutaneously. A 18f long sheath and a 14f long sheath were used as parent catheters, along with two 4f jr4.0 sheaths(slave catheters) and two 10mm snare catheters for removing the aso. The physician managed to catch the end screw on the right atrium side of the aso, but the aso could not be withdrawn into the 14f sheath; the aso fell down into the right atrium side and carried into the right ventricle. The physician attempted to remove the aso by snare catheters, but the aso could not be removed. The procedure turned into an emergency surgery, and the aso was removed from the patient. Patient status is unknown. Additional information has been requested.